Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, it was observed that the lens was cracked. The lens was removed through an enlarged incision and replaced. In a follow-up, the surgeon reports the patient outcome as "excellent".

Manufacturer narrative:
The complaint device has not been returned for evaluation.